Event description:
It was reported that during an arthroscopic surgery the pressure from the pump increased by itself from the set 35mmhg to 90mmhg. The issue was noticed and the inflow could be stopped in time to prevent a serious injury. The surgery was finished successfully with a different device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.